Event description:
A healthcare professional reported bilateral capsular contracture (baker grade IV) and MRI confirmed intracapsular rupture. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Health impact-f1905-device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
A healthcare professional reported right side capsular contracture (baker grade IV) and MRI confirmed intracapsular rupture. The device has been explanted.

Event description:
A healthcare professional reported, bilateral capsular contracture, (baker grade IV). And MRI confirmed, intracapsular rupture. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observed, as it is a medical event. Not related to the device. Rupture: an opening assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: crease fold observed, on the device. No further actions are required, as the device was implanted.